Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the pump is intermittently responding to the arrow buttons and light button. The pump reportedly has not been exposed to moisture and is intact but feels loose.